Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(4) ¿ incomplete. The expiration date is not currently available. Associated medwatch number: 1221934-2018-50211.

Event description:
Patients bone was very hard and broke two anchors while bing malleted in. These implants were taken from reps trunk stock. There was no patient consequences. Another anchor was used to complete the procedure. Additional information from sales rep received on 02/22/2018. A new bone hole was drilled to complete the procedure. A piece of anchor was left in the patient.

Manufacturer narrative:
The exp date was reported as unknown in the initial report and has been updated as 1/31/2019; therefore, UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices with the product code that were released to distribution. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.